Event description:
Customer reported via phone call alarm generated when a power failure is detected. Troubleshooting was performed. The alarm issue remained unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.